Manufacturer narrative:
The device history records for the hdf-3500 device was reviewed and this confirmed that all manufacturing and quality checks had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2018. Moisture ingress. On receipt the device could not be powered on and the device memory could not be downloaded. The fault was attributed to moisture ingress, which had led to significant corrosion on the pcba. The corrosion was observed on multiple critical circuits and components, including the microprocessor (u25), event storage flash chip (u24) and the led drive circuitry. It is unclear how when the moisture had penetrated the device, but the severely corroded speaker would suggest the moisture had entered via this point. The extent of the extent of the corrosion observed across the device would indicate the device had been in the presence of moisture for a prolonged period of time. Due to the extent of the moisture and corrosion and the damage this had caused to critical circuits, no further investigation couldshall be carried out. Advise user of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped.

Event description:
No voice prompts,standby indicator (red) lights when buzzer sounds. There was no patient involved in this event.